Manufacturer narrative:
Investigation summary: this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced mechanism assy due to noisy. Replaced damaged door keypad, and cover door. Replaced corroded right, left iui. Replaced upper transducer due to check IV set error. A review of the device history record for sn(B)(4) was performed from date of manufacture 7/1/2004 to the present date 11/6/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Investigation conclusion: a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
The customer reports that the device is noisy and the motor is too loud when infusing. No patient involvement is noted.